Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) had the patient cycle power on the homechoice, assisted to end therapy, and remove cassette. The patient stated that the solution bag connected to the white clamp became loose and disconnected. The patient stated that the loose connection was clearly between the supply bag and the cassette. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.